Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, during late morning police bootcamp training and prior to lunch, the patient began experiencing symptoms including numbness in the lips and tongue and a sensation suggestive of a seizure. She checked her g7 cgm receiver, which displayed a reading of 299 mg/dl. In response, she administered a manual insulin bolus using her tandem t:slim pump, though she was unable to recall the exact dosage. Approximately 30 minutes later, with symptoms persisting, she rechecked her glucose using the receiver, which now showed 359 mg/dl. She administered another insulin bolus, again unable to recall the dosage. She confirmed that no finger stick tests were performed during these initial checks. After another 30 minutes, still symptomatic, she sat down and checked her glucose again via the receiver, which read 301 mg/dl. At this point, she performed a finger stick test, which revealed a glucose level of 50 mg/dl. She did not administer further insulin but instead consumed jelly beans and two bottles of soda to address the hypoglycemia. The patient did not seek medical assistance during the episode, citing a desire not to disturb others around her. Symptoms continued throughout the training session. After class, she returned home and removed the g7 sensor. She then inserted a new g7 sensor and reported that she was feeling fine at the time of this report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).